Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 43 mg/dl. The customer treated with food and juice. The customer reported a calibration error on the insulin pump. Troubleshooting was done. No additional information was provided.